Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test and verify motor position encoder error alarm due to motor error alarm.

Event description:
The nurse reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The nurse stated that the drive support cap appeared normal. The nurse stated that they were able to rewind the insulin pump. The nurse stated that the insulin pump was not exposed to high magnetic fields. The nurse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.